Event description:
The ge oec 9800 fluoroscopy system had a reported collimator malfunction. System was still usable for procedure.

Manufacturer narrative:
A ge oec service representative investigated the issue and the information is limited, but this issue is most often caused by a high voltage cable or faulty collimators. If report points to another issue, a follow-up report will be issued. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction.